Event description:
Information was received regarding a cadd cassette reservoir. It was reported that cadd legacy pump continuously alarmed after the new cassette was placed. There was no screen message. The alarm resolved after changing to back up pump. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.